Event description:
In 2009, patient reported receiving an e4 (occlusion) error message on his infusion device. Patient stated he was trying to give himself a 5 unit bolus of insulin because he was going to eat something and the infusion device displayed the e4 message. Patient reported he has never had the e4 message occur on his infusion device. Advised the patient to clear the error message by pressing the check key twice; after the e-4 cleared, the infusion device displayed the a8 (bolus cancelled) error message. Patient stated he was able to press the check key twice and cleared the a8 message. Advised patient to disconnect his tubing from his infusion site. The patient wants to stay connected because it is difficult for him to reconnect. Advised the patient on the procedures required to correct the issue. Patient reported he disconnected the tubing from the infusion site and successfully primed the tubing. Advised patient he needed to change his infusion site. Patient woke his wife for assistance. Patient's wife inserted another headset into his leg and took a 1 unit bolus to fill the headset. Advised patient to look in the infusion device bolus history report for the bolus amount delivered before the occlusion. Patient then took a 4.5 unit bolus; bolus was completed without an error message. Patient tested his blood glucose and states his reading is elevated in the 200's mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call the next day, patient reported his blood glucose was okay.

Manufacturer narrative:
No product will be returned for evaluation.